Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient in USA contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The patient reported obtaining the blood glucose reading of 63 mg/dl on the reported meter, and a laboratory reading of 34 mg/dl within 10 minutes. There was no patient injury associated with this issue. As the issue was not resolved and the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.